Event description:
It was reported that the user requested guidance on performing a factory reset of the ilet pump after changing to a lower-carbohydrate diet, noting increased low blood glucose episodes with the lowest reported at 55 mg/dl when announcing meals because prior settings reflected higher carbohydrate intake. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included troubleshooting and education on proper meal announcements, without hospitalization. Customer care agent provided support that included emphasizing basing meal size on carbohydrate content, using the ¿less than¿ option for reduced carbohydrates, or not announcing when a meal contains no carbohydrates. Investigation of this case revealed that meal announcement practices that did not reflect current carbohydrate intake likely contributed to hypoglycemia, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that user use error related to meal announcement and carbohydrate estimation was the most probable cause.